Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient complained of pump site pain. Any environmental/external/patient factors that may have led or contributed to the issue were not reported. Pump was explanted on (B)(6) 2019 and the pump return status was no return- customer discarded. No further complications were reported.